Manufacturer narrative:
(B)(4) (hernia recurrence). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of incisional hernias with mesh. He had revision surgery 11 months post-surgery. The patient experienced pain, adhesions, and hernia recurrence.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of three incarcerated incisional hernias. It was reported that after implant, the patient experienced pain, adhesions, hernia recurrence, bowel disruption, seroma, fistula, obstruction, exposed mesh, purulent discharge with foul odor, open abdominal wound, hematemesis, abdominal pain, nausea, vomiting, ischemia, fascitis and infections. Post-operative patient treatment included revision surgeries, multiple recurrent hernia repairs, incision and drainage of seroma, debridement, placement of wound vac, partial or full mesh removal, abdominal wound skin grafted, exploratory laparotomy, extensive adhesiolysis, small bowel resection with anastamosis and abdominal wash out with 3 liters of saline. It has been noted that the patient has expired. The patient had expired on (B)(6) 2018 due to cardio respiratory failure & acute renal disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.